Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the inline fuse from the mvs power board was bad. The fuse was replaced and a system checkout was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mobile view station (mvs) was not booting up. There was no patient present when this issue was identified.